Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case in a patient with a calcified/tortuous access. A 16f dilator was inserted over a lunderquist wire and exchanged for 14f esheath. The sheath tip appeared split under fluoro and was difficult to advance into the distal aorta. The team removed the 14f esheath and inserted 18f dilator. A new 14f esheath was advanced easier but the seam appeared to split while advancing through the common iliac. Resistance was noted while advancing the valve and delivery system. The team panned down and saw the delivery system had kinked and while trying to retrieve the valve, delivery system, and sheath a strut of the sapien 3 valve was sticking out sideways. The valve strut was imbedded in the vessel intima and the team was unable to remove without tearing the vessel. They cutdown and exposed the vessel and had proximal and distal control so they could pull the valve out. Vascular was consulted and a cutdown to remove the devices was performed. A dacron graft anastomosed to common iliac and common femoral artery with good result. The patient lost 250cc blood during the vascular repair. A second set of devices was inserted through the dacron graft and valve deployed with good result. The patient left or in stable condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04786. Corrected h.6 investigation conclusions. Added h.6 type of investigation and investigation findings. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the valve frame damage was not confirmed, a lot history review was not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided. Calcification and tortuosity were present in the patient's right access vessel. After the procedure, the valve appeared to be crimped on the balloon and covered by torn iliac intima. Two struts of the valve were visible from underneath the torn vessel tissue. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Retract loader and peel away (if needed). No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The frame damage was unable to be confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of DHR did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''a new 14f esheath was advanced easier but the seam appeared to split while advancing through the common iliac. Resistance was noted while advancing the valve and delivery system'' and ''while trying to retrieve the valve, delivery system, and sheath a strut of the sapien 3 ultra valve was sticking out sideways. The valve strut was imbedded in the vessel intima and the team was unable to remove without tearing the vessel.'' Per training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Per the complaint details, this incident occurred in ''a patient with a calcified/tortuous access,'' which was confirmed via returned imagery. The presence of tortuosity and calcification can create a challenging pathway during delivery system (ds) insertion through the sheath and lead to resistance and high push force. In addition, it is likely that further difficulty with advancing the thv/ds through the sheath was experienced due to the sheath liner becoming damaged (split prior to thv/ds insertion, as noted). Accordingly, a combination of mentioned factors most likely led to excessive manipulation of the delivery system at the time of insertion and advancement, resulting in the bent strut(s). Furthermore, damage to the sheath liner most likely contributed to the valve strut(s) becoming exposed such that the valve got caught on the access vasculature during retrieval (leading to percutaneous intervention). As such, available information suggests that a combination of patient factors (tortuosity/calcification) and procedural factors (excessive manipulation/valve-sheath interactions) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time.